Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code) updated. The device was returned to zoll medical corporation for evaluation following reports of intermittent ECG signal loss. Multiple cases on and around the reported timeframe indicated intermittent loss of ECG via leads, most likely due to poor coupling. No limb ECG lead cable was not returned for evaluation as part of teh investigation. Log review confirmed ECG signal advisories were recoverable once the coupling criteria was met. The device passed all functional testing with various accessories with no fault found. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave intermittent ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.